Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. The device was filled with 0.1% ropivacaine and fentanyl 2mcg/ml for a total volume of 200ml. The leak was discovered before product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from april 26, 2019 - april 27, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the provided photograph and what appeared to be a leak at the spike port cap from the spike port. When the photo was zoomed in an apparent leak at the spike port cap from the middle port. The reported condition was verified. The cause of the condition was not determined. Due to the nature of the returned sample no additional testing could be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.